Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer) the device history records for the returned sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 300p from heartsine technologies, (B)(4) on the 26th april 2012. The history log for this device showed that the pad-pak was first installed on the 3rd july 2014 and that it had performed to specification up to the 3rd january 2016. Multiple manual power ups of mainly ten-minute duration were recorded within the device memory between the 5th january 2016 and the last log entry on the 15th june 2017. During this time the pad-pak became depleted and a further pad-pak was installed. Multiple manual power ups of a random nature and ten-minute duration would suggest the device was switching itself on. The device was disassembled to investigate and corrosion observed over the membrane tracks. This would suggest the device had been exposed to high humidity however this could not be verified by other means. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device observed switching on automatically.